Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that while using a bd luer-lok¿ syringe with attached needle 23 g x 1 1/2 in. Thin wall, sterile, single use, 3 ml, leakage occurred. The following information was provided by the initial reporter: received call from customer stating that when giving depo shot the medication leaked.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using a bd luer-lok¿ syringe with attached needle 23 g x 1 1/2 in. Thin wall, sterile, single use, 3 ml, leakage occurred. The following information was provided by the initial reporter: received call from customer stating that when giving depo shot the medication leaked.